Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. A surgical revision was performed, and this device was inadvertently dropped on the floor and so a new device was implanted. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. A surgical revision was performed, and this device was inadvertently dropped on the floor and so a new device was implanted. No additional adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.